Event description:
Boston scientific received information that, during the device change out procedure, the proximal setscrew for the right atrial (ra) port on this cardiac resynchronization therapy defibrillator (crt-d) was stuck and the physician had difficulty removing the lead. After several attempts, the physician was able to remove the ra lead from the header; however, the terminal pin of the ra lead separated from the lead body. The ra lead was surgically abandoned and a new ra lead was successfully implanted with a new device. It was noted the patient experienced pulseless electrical activity (pea) due to the anaesthesia administered during this change out procedure. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection noted tool marks in the device header surface. A hole was noted in the lv seal plug. The ra+ seal plug was missing and the ra+ retainer ring was bent upward and its setscrew hed slot was rounded. This would indicate excessive forse was used to retract the setscrew. All other setscrews moved freely and operated normally. Analysis could not confirm the cliniclal observation of noise but confirmed the set screw issue. The damage to the ra+ hex slot and retainer ring is consistent with induced damage. The device met electronic specifications.

Manufacturer narrative:
The device is currently undergoing analysis. This report will be updated once analysis is completed.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Event description:
Additional information indicated there were no out of range measurements. The field representative was not aware of any documented fracture. The lead was surgically abandoned.